Event description:
Same case as # 1527460-2010-00162. The complainant reported a balloon burst. The replacement tube was inserted on (B)(6) 2010, and the balloon burst on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst/leaks/holes was confirmed. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.